Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The event occurred at (B)(6) medial center. Doctor was reaming with the standard calcar planer when it broke into two pieces. The patient was not injured and we were able to finish the case without any further damage